Event description:
As stated by the customer (B)(6) 2012: the caster broken off. Parts replaced. No pt involved.

Manufacturer narrative:
This report is being filed under exemption (B)(4) on behalf of the MFR arjo hospital equipment ab, (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.